Manufacturer narrative:
The event of "decreased visual acuity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received noting patient experienced severe "decreased visual acuity" that began one month after the xen®45 gts implant and has not recovered/resolved.

Event description:
Additional information was received noting that the patient actually had their visual acuity tested a little over a month and a half after the xen®45 gts implant noting light sense (+). The event has not resolved.

Event description:
Additional information was received. Noting, that the event of high iop has resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Additional information was received noting that the xen revision actually entailed a removal and replacement described as "it was determined that the lumen of the xen gel implant was blocked by iris. Therefore, the conjunctiva was opened, the implant was removed, and a new implant was inserted in the same field, and the conjunctiva was sutured." Mannitolization was performed the next day.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient experienced increased in intraocular pressure (iop) in the fellow eye (non-study right eye) prior to xen®45 gts implantation, deemed not related to the device. Patient was hospitalized for xen®45 gts implantation surgery in the right eye. One month later, patient experienced xen®45 gts tip occlusion by iris that caused high intraocular pressure. Treatment was noted as isopto carpine eye drops. The device remains implanted. Event has not been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information noted patient has been hospitalized for xen®45 gts gel implant revision due to xen tip occlusion by iris in the right eye and mannitolization was carried out. Patient was treated with levofloxacin 1%, prednilone 1%, acetazolamide, saline, moxifloxacin, mosapride, aceclofenac, and potassium chloride. Patient has been discharged two days after admission and events resolved without sequelae.